Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.5ml of juvéderm® volux¿ in the ¿jawline and preuricular area on both the right and left sides¿ with no problems. The patient was disinfected beforehand. About three weeks later, the patient ¿noticed increasing swelling in the right preauricular area after experiencing itching.¿ the following day, upon examination the hcp and noticed ¿an abscess-like lesion approximately the size of a walnut was observed in the right preuricular area.¿ no lymph nodes were palpable. Patient had no fever, no general complaints, and no pain. An incision was performed of the abscess, which some serious fluid and purulent discharge was drained, a bacterial swab was taken. Blood was also drawn to assess inflammatory markers. That same day, the patient was also treated with oral antibiotic therapy with cefuroxime 500 mg twice daily. The following day, the patient was seen again and the condition showed improvement. A consultation with an ent specialist was also scheduled to rule out inner ear involvement or a parotid abscess. The patient will also have a soft tissue ultrasound examination. Symptoms are ongoing.